Manufacturer narrative:
Section d6: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed as there is no product available for investigation. A specific cause for the suspected pump thrombosis and subarachnoid hemorrhage could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The submitted system controller log file contains data from (B)(6)2019 12:38:50 pm through (B)(6)2019 01:52:01 pm. The fixed speed was set at 10000 rpm. Pump power ranged between 6.4 and 8.0 w, estimated flow ranged between 4.9 and 7.5 lpm, and average pi ranged between 2.0 and 5.9. The pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. No atypical alarms or elevations in pump power were observed which would indicate a flow or functional issue with the pump. The account communicated that the patient experienced a subarachnoid hemorrhage, which may have contributed to the suspicion of thrombosis. The pump flow was down from 6.9 lpm on (B)(6)2019 to 5.7 on (B)(6)2019. Although it was noted that no diagnostic tests were performed, it was later reported that the patient had a head CT on (B)(6)2019 with worsening altered mental state (reported under MFR # 2916596-2020-00238). A meeting with the family was held on that day. The patient was more awake on (B)(6)2019, and a repeat head CT was performed. The patient¿s metal status remained poor on (B)(6)2019, but the patient was okay for discharge on (B)(6)2019. The patient remained ongoing on (B)(6) following this event until he ultimately expired on (B)(6)2019 due to an unrelated event (reference MFR # 2916596-2020-00238). The pump has not been returned to this date, and there is no product available for investigation. The heartmate ii lvas IFU lists device thrombosis, stroke, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the site was concerned for any power spikes to rule out pump thrombosis. There were no other unusual events recorded in the log file. The patient had a subarachnoid hemorrhage that may have contributed to the event. Lvad flow was decreased from 6.9 lpm on (B)(6) 2019 to 5.7 lpm on (B)(6) 2019. No diagnostic tests were performed and the patient was in the hospital as of (B)(6) 2019. No further information was provided.